Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The associated device was programmed to right ventricular (rv) lead pacing only and the patient will be implanted with an epicardial lead in 4-8 week time. No adverse patient effects were reported.